Manufacturer narrative:
The unit did not have a button error alarm or moisture damage on the electronic assembly. The unit had an intermittent button response due to moisture damage on the keypad. The unit had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a button error alarm and a keypad anomaly. The customer stated that the device was stored inside a wet pocket on a hike. The customer's blood glucose level was 106 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.